Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The hospital reported that the pt's pump was explanted and not replaced due to the pt's improved ejection fraction and positive wearing trial. The surgeon reported seeing thrombus in the pump on explant. It was reported that the pt has had a history of hemolysis.